Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads: upn: m365db220145dc0, model: db-2201-45dc, serial: (B)(4), batch: 5173197.

Event description:
It was reported that the patient's leads were exposed. The patient underwent a wound toilette and re-suture.